Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has a prior medical history of and fibrotic minimally calcified aortic valve and chronic mediastinitis due to overdose of radiotherapy. During the procedure, the valve was able to be implanted successfully. On (B)(6) 2026, the patient was discharged. Post-procedure approximately 2-3 weeks later, the patient was developed with stroke requiring a readmission at the hospital and on (B)(6) 2026, computed tomography (CT) revealed reduced mobility for one of the leaflets with hypo-attenuated leaflet thickening (halt). Direct oral anticoagulants (doac) was initiated. Post ischemic stroke the patient was developed with mild paresis of left leg. The patient has an extended hospitalization from (B)(6) 2026. The patient was scheduled for a follow-up after 6 months.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.